Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial lead exhibited functional undersensing. This ra lead was explanted. No additional adverse patients effects were reported.